Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the image was noisy due to a faulty cable unit. The following non-reportable malfunctions were found during the device evaluation: the charged coupled device¿s cover glass at the outer tube had cracks internally. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had a green image screen. The issue was found during an unknown procedure that was completed with a similar device and no delay. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to previous h10: the customer's complaint of green image could not be reproduced. However, there was image noise which was caused by a defective cable unit (non reportable malfunction). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the green image, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.